Event description:
It was reported that the patient underwent surgery to treat vaginal vault prolapse, stress urinary incontinence and bladder erosion on (B)(6) 2009 and mesh was implanted. It was reported that following insertion, the patient experienced pain, urinary/bowel problems, organ perforation, fistulae and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4) - undefined urinary/bowel problems; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-01142 and medwatch 2210968-2013-02984. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a recurrent third degree rectocele, second degree vaginal wall prolapse, second degree cystocele and stress urinary incontinence on (B)(6) 2009, it was reported that the patient underwent an abdominal sacrocolpopexy with mesh, moskowitz culdoplasty, tension free vaginal tape sling, cystoscopy and perineoplasty. It was reported that the patient underwent mesh removal and cystotomy on (B)(6) 2007 for mesh erosion.

Manufacturer narrative:
.